Event description:
The facility nursing department reported that a healthcare worker (hcw) experienced asthma-like symptoms approximately two years ago. The hcw washed scopes at the time of the event. The hcw does not work in that department any longer, however, continues to have the asthma-like symptoms. It is unknown if the hcw sought medical treatment. The facility's nursing department stated that disopa was not related with the symptom.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by lot number and product line, failure mode effects analysis, system hazard use misuse analysis, health hazard analysis and CAPA. The DHR (device history review) for cidex opa was unable to be reviewed as the lot number was not provided. Trending analysis for hru-respiratory reaction by lot number could not be performed as the lot number was unknown. (B)(4). The fmea (failure mode effects analysis) score for respiratory reactions is below the threshold (B)(4). The shuma (system hazard use misuse analysis) hazard risk has been assessed a (B)(4). (B)(4). The CAPA was opened to investigate healthcare worker reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. This hcw experienced asthma-like symptoms while in charge of washing scopes in the endoscopy room (2 years prior to this report). The hcw saw a physician at an unknown date and received unknown medication. The hcw has been working in another department since (B)(6) 2009 and still experiences the asthma symptoms intermittently. The facility's nursing department has stated that the symptoms experienced are not related to the disopa. The hcw wore personal protective equipment (ppe); gloves, mask and gown. The frequency to disopa exposure was not reported. This investigation suggests that inadequate ventilation contributed to the reported event. The affiliate stated the endoscopy room was not well ventilated and had only one air conditioner. As indicated in the cidex opa instructions for use, exposure to cidex opa may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. In the majority of these instances health care workers were not using the product in a well ventilated room or not wearing proper personal protective equipment. It also appears that in some instances, the healthcare workers were not using the product in a manner consistent with the instructions for use. Exposure to (B)(4) vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well ventilated area. The cidex opa instructions for use states to use cidex opa solution in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb (B)(4) from the air. The automatic endoscope reprocessor used is endoclens; manufactured by amano. The disopa specific solution lot number was not reported. No product was returned for evaluation. Disopa solution is manufactured in (B)(4). Disopa is similar to cidex opa solution sold in the united states. The cidex opa instructions for use (IFU) states to use in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb (B)(4) from the air.